Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was not showing up on patient profile. A technical support specialist connected remotely and checked the integration, which was working as expected. The customer was advised to reach out to rx for further investigation into why the medication order was not sent to medbank. The system functioned as intended after the technical support specialist advised customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a medication order for buprenorphine naloxone 4-1 mg was not displayed on the patient profile. The order had been entered approximately 30 minutes prior but did not appear in the patient medication order list in mql or on the cabinet, which prevented access to the medication. There were no delay or adverse events or injuries reported based on this event.